Manufacturer narrative:
Section b2: corrected. Section h6: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this investigation. The heartmate 3 device serial number and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The device history records could not be reviewed as the heartmate 3 device serial number, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 lvas instructions for use (IFU), rev. C, lists renal dysfunction, peripheral thromboembolism, and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research abstract titled ¿pulseless paradoxus in a heartmate3 recipient with cardiac tamponade¿ identifying heartmate 3 (hm3) may be related with pulseless paradoxus in cardiac tamponade. Pulseless paradoxus (pp), defined as a drop in mean arterial pressure of =10 mmhg, was a novel sign of cardiac tamponade during continuous flow conditions. This was a case study of a 51 years old male admitted with cardiogenic shock and acute kidney injury (aki). The patient had hm3 implantation with a complex post-operative course, including mediastinal abscess, vasoplegia, coagulopathy, renal failure requiring continuous renal replacement therapy (crrt), and delayed sternal closure with an omental flap. Three weeks post-implantation, they developed acute hypotension (map 49 mmhg) during crrt, leading to the cessation of volume removal, fluid and blood transfusions (international normalized ratio (inr) 2.2), and the initiation of vasopressors. Despite compromised perfusion (lactate 3.3 mmol/l), no low flow alarms occurred, and flow remained at 5.8-6 l/min at 6400 rpm, but several pulsatility index (pi) events were observed. Emergent echocardiogram showed a small left ventricle cavity without obvious pericardial effusion. Urgent chest computed tomography (CT) revealed a large intrapericardial hematoma (12.6 cm x 7.8 cm) compressing the right atrium (ra). Close observation of the arterial line waveform revealed pp and the patient was immediately taken to the operating room, where a clot compressing the ra was removed, resulting in immediate hemodynamic improvement and resolution of pp. Specific patient information and device serial number were documented as unknown.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. B5: beaini h, et al. Journal of heart and lung transplantation. Volume: 43 issue: 4 pages: s552. Doi: 10.1016/j.healun.2024.02.808 (B)(6) dallas, tx, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.